Manufacturer narrative:
E1 initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified mid right coronary artery. A 15mmx2.75mm wolverine coronary cutting balloon was used for treatment. During the procedure, upon second inflation, it was noted that the balloon ruptured at 6atm within 10 seconds. The device was removed using normal method without any problem. The procedure was completed with a different device. No complications were reported, and patient was good post procedure.